Event description:
During infusion of total perentral nutrition the PICC became occluded. Removed & replaced on the other side. Xray done to verify tip placement & it was noted that 2 fragments from the other PICC remained near clavicle. No immediate plans to remove fragments.